Event description:
The locking pin for the femoral component had a hole in the package. Further review from the analyst after receipt of product on (B)(6) 2013 determined sterilization was compromised.

Manufacturer narrative:
The locking pin for the femoral component had a hole in the package. Further review from the analyst after reciept of product on 11/27/2013 determined sterilization was compromised. This complaint was updated 12/11/2013. Examination of the reported device was not possible as it was not returned. A search of the complaints databases against the product/lot code combination finds no other reports. However, a trend of this issue has been previously identified. On february 24, 2014, depuy issued a voluntary device recall notice as it was identified that a potential for holes to develop in the inner and outer flexible pouches that form the sterile barrier exists. The root cause is attributed to packaging design in conjunction with increased distribution cycles. A package redesign is currently being evaluated, but has not been released as of yet. Reference (B)(4). Based on the performed investigation, the need for further corrective action has not been identified. Continue to monitor for trending via sep-419.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.